Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to performance decrement with device use. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed january 14, 2016. (B)(4)

Manufacturer narrative:
(B)(4).